Event description:
Note: the date of event is unk. It was reported to boston scientific corp in 2009, that a resolution clip device was used during a procedure. According to the complainant, during placement of the resolution clip device, one of the jaws detached and the clip was lost in the pt. The physician did not attempt to retrieve the clip, and had no concern that the clip would pass naturally from the pt. The procedure was completed with another resolution clip device. There has been no report of injury as a result of this event. The pt's condition was reported to be stable.

Manufacturer narrative:
(Clip jaw detached). Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant info from that review, a supplemental medwatch will filed.